Event description:
Attorney reported: in 1998 - the patient was implanted with a kugel mesh patch. In 1999 - the patient was implanted with a kugel mesh patch. In 1999 - the patient incurred explant surgeries. In 2000 - the patient was implanted with a kugel mesh patch. In 2001 - the patient incurred explant surgeries. In 2001 - the patient was implanted with a composix kugel mesh patch. In 2003 - the patient incurred explant surgeries. The patient has suffered from chronic abdominal pain, recurrent hernia status and a history of the implanted product's movement within the abdominal cavity.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to he event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-175 for information related to the mesh implanted in 1999. See MDR 1213643-2009-176 for information related to the mesh implanted in 2000. Information related to the composix kugel mesh implanted in 2001 will be reported.